Event description:
The following information was received from regulatory agency. "The object of this report is to highlight the potential for false pressure measurements when using this device & other combined intracranial pressure measurement (icp) & ventricular drainage systems. When in use the drain was set to maintain an icp of approximately 15mmhg. When the drain was open, as expected, icp was measured at 15mmhg. As soon as the drain was closed the icp measurement rose to a new more pulsatile level of 30mmhg. It was not clear if the patient's icp was changing or the measurements were in error. No interventions were made and after a few hours both measurements were recording approximately 15mmhg. The conclusion of the neurological team is as follows: the only reasonable explanation for the observation is that the ports of the drain were almost completely blocked and presenting a high resistance to cranial spinal fluid flow. When the drain was open cranial spinal flow generated a pressure gradient between the true icp outside the drain and the pressure transducer inside the tip of the drain. The true icp was not measured until the drain was closed to stop flow, after which the pressure quickly equalized.